Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. The clip was deployed and released onto the tissue site. The hook at the distal end of the drive wire would not retract back into the catheter. The endoscope and delivery system were removed from the patient without harm to the patient. The procedure was completed with the device in question. Our laboratory evaluation confirmed the drive wire disconnected from the handle. Other than the intended clip, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was returned without the clip therefore a functional test could not be performed. The drive wire had a bow at the proximal end indicating adequate assembly of the securing component. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. The sheath appears to have been stretched and is accordioned in appearance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use state: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. If sufficient pressure is not applied to handle spool, the hook at the distal end of the drive wire can become caught on the end of the endoscope thus preventing removal. In this particular case the user could have then applied extra force at the handle in response to the resistance, leading to disconnection of drive wire from the handle. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.